Manufacturer narrative:
Addendum based on additional information provided by patients attorney which included the medical operative report and general patient outcome allegations: currently, it is unknown to what extent the device may have caused or contributed to the reported event. The information provided alleges that on (B)(6) 2004 the patient underwent cystoscopy, urethrolysis and takedown of the bard/davol flat mesh urethral sling. Per the operative report details, ¿the sling portion was isolated and then grasped and was completely transected. It was felt that the sling had been completely released and the urethral scar tissue was also released.¿ therefore it appears the mesh was not explanted. Based on the limited information provided at this time, no conclusions can be made. Not returned to manufacturer.

Event description:
As reported on 09/12/2016: the following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2002 - patient underwent an unspecified implant procedure of a non-bard davol mesh. On (B)(6) 2003 - patient was diagnosed with stress urinary incontinence and type iii incontinence. The patient underwent ureterolysis, takedown of the non-bard davol mesh, drainage of durasphere and implant of a bard flat mesh. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device. Addendum based on additional information provided by patients attorney which included the medical operative report and general patient outcome allegations: on ni/ni/ni: patient underwent implant of an unknown tvt mesh sling. On (B)(6) 2002: implant of the non-bard/davol "prolene" sling. On (B)(6) 2002: patient was diagnosed with recurrent stress urinary incontinence and underwent cystoscopy and periurethral durasphere injections. On (B)(6) 2003: patient was diagnosed with stress urinary incontinence and type iii incontinence. The patient underwent ureterolysis, takedown of the non-bard davol mesh, drainage of durasphere and implant of a bard flat mesh. On (B)(6) 2004: patient was diagnosed with voiding dysfunction, high vesical residuals and underwent cystoscopy, urethrolysis and takedown of the bard/davol flat mesh sling. Per the operative report details, ¿the sling portion was isolated and then grasped and was completely transected. It was felt that the sling had been completely released and the urethral scar tissue was also released.¿ alleged outcomes attributed to device of pain, infection, urinary problems, bowel problems, recurrence, bleeding and dyspareunia.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's implant op report and implant tracking log only. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2002 - patient underwent an unspecified implant procedure of a non-bard davol mesh. On (B)(6) 2003 - patient was diagnosed with stress urinary incontinence and type iii incontinence. The patient underwent ureterolysis, takedown of the non-bard davol mesh, drainage of durasphere and implant of a bard flat mesh. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.